Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a leak at the pump segment. The event took place on a pediatric unit. Although requested, no additional patient information or event details were provided.

Event description:
It was reported that there was a leak at the pump segment. The event took place on a pediatric unit. Although requested, no additional patient information or event details were provided.

Manufacturer narrative:
The customer¿s that there was a leak at the pump segment was confirmed. Functional testing found that the set leaked from the top of the silicone segment. Closer inspection under magnification observed that the leak is due to a small hole on the silicone segment. No damages were observed on the upper or lower fitment or throughout the set upon initial visual inspection. The root cause of the hole damage could not be definitively determined.